Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 and (B)(6) 2022, no external power events were noted while using mobile power unit (mpu) which appeared to have been the result of the patient simultaneously disconnecting power from each controller leads and reported to be an accidental power disconnect. On (B)(6) 2022 and (B)(6) 2022, un-sustained power and flow elevations associated with pi events. No additional information provided. Related manufacturer report number 2916596-2022-01300.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log files spanned approximately 29 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 at 18:21 due to fluctuation of rsoc voltage on the black power cable which coincided with a power cable disconnect on the white power cable. The backup battery was able to provide power to the pump during the no alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 22mar2022 stated that the no external power was accidental and was not related equipment issue. The patient was asymptomatic. The serial number of the mpu cannot be provided. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The device history record cannot be reviewed as the serial/lot number of the device was not available. No further information was provided. The manufacturer is closing the file on this event.